Event description:
It was reported that the t2 anchor did not fire during deployment. T1 was removed and a backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1, t2 and suture were returned separated from the needle. The anchors had been cinched close together. There are extra knots at anchors and t2 is bowed as with being pulled back through tissue post deployment. The delivery needle was visibly bent and the curve is virtually non-existent; the curve has been flattened. The depth limiter was retracted as much as possible. The device no longer cycles or actuates due to the needle¿s distortion. ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device was confirmed.